Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken by ambulance to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 47 mg/dl while wearing the pod between 4 and 24 hours. Patient had reportedly lost consciousness, and her son called paramedics when he couldn't wake her up. In the ER, the pod was removed and in the ER and patient was given food (turkey sandwich, apple sauce and crackers) and apple juice as treatment. The patient was released from the emergency room after a few hours.